Event description:
It was reported that the left ventricular (lv) lead exhibited a gradually decrease in impedance. It was further reported that the right ventricular (rv) lead threshold suddenly increased for one day and then returned to the baseline measurement. The lv lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.